Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and were in good condition. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located over the ro marker in the proximal section. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received an unauthorized return of a maxforce biliary dilatation balloon. It was found that the balloon had a pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.